Manufacturer narrative:
The reported event of stimulator turning off automatically was not confirmed. As received, the returned ins worked properly and passed functionality tests. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-13890. It was reported that the implantable pulse generator (ipg) was automatically turning off due to an unknown reason. Upon x-ray review, lead pull out of the header was confirmed. The lead was successfully reconnected to the ipg on (B)(6) 2019 and impedance values were in normal range. Upon patient discharge, patient received a message on the patient programmer stating that the lead stimulation was auto turning off. A surgical intervention is anticipated in the near future. No further information is available at this time.

Event description:
New information received states that the device system was explanted and a new system was implanted. There were no complications during the procedure. Patient was stable.